Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the tines to be fully retracted and the needle/ cannula was bent. A functional evaluation was performed by extending and retracting the array with some resistance noted due to the bent needle and heavy residue. The tines were found to be evenly spaced and un-deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a renal tumor ablation treatment procedure, deployment difficulties occurred. The target lesion was located in the renal artery. This 4.0/15/15 leveen coaccess was selected; however, the device would not deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a renal tumor ablation treatment procedure, deployment difficulties occurred. The target lesion was located in the renal artery. This 4.0/15/15 leveen coaccess was selected; however, the device would not deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.